Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx closure device and delivery system (wds) was inserted. The 24mm wds was inserted and deployed, however just after deployment, transesophageal echocardiogram (tee) revealed that the closure device had a pumpkin shape. The compression was checked and was around 11%. The physician performed the tug test which looked good on the echocardiogram and tee imaging. The physician proceeded with the getting the rest of our position, anchor, size and seal (pass) criteria, and a small shoulder was found on the 135. There was no visual leak, and post measurements were within specification. Pass criteria was met and the physician decided to release the 24mm closure device. There was no shift in the device at the immediate time of release or in the views on the echocardiogram. The patient remained stated throughout the procedure. As the patient was preparing for discharge, the patient complaint of leg pain was unable to stand. A computed tomography scan was performed which revealed that the closure device had embolized to the aortic bifurcation and caused a blockage in the bilateral iliac arteries. The closure device was removed via surgical retrieval and the patient required bilateral fasciotomy.

Manufacturer narrative:
Media from the clinical procedure was provided to bsc and reviewed by a member of the bsc global medical safety organization. The media review states: the procedural tee was submitted for review. The laa anatomy seems to be of a whale tail shape with a bifurcation into two main distal lobes. The recorded measurements seem to be slightly underestimated, especially in the higher angle views, and the max laa diameter is higher than the recorded measurements. After deployment, the distal face of the device is flat, suggesting a low compression. The recorded shoulder-to-shoulder measurements are underestimated. When taking the maximal diameter of the recorded values, the compression is only at about 10%. When remeasured, there is barley any compression of the device, which is consistent with the aspect of the device, i.e. Flat distal face and overall pumpkin shape. In addition, there is slight shoulder in higher angle views and the device is slightly tilted towards anterior. There is no peri-device color doppler flow. In conclusion, the submitted media does not show the alleged embolization, but based on the procedural tee, the device was undersized, and the deployed device had no significant compression which contributed to the embolization.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx closure device and delivery system (wds) was inserted. The 24mm wds was inserted and deployed, however just after deployment, transesophageal echocardiogram (tee) revealed that the closure device had a pumpkin shape. The compression was checked and was around 11%. The physician performed the tug test which looked good on the echocardiogram and tee imaging. The physician proceeded with the getting the rest of our position, anchor, size and seal (pass) criteria, and a small shoulder was found on the 135. There was no visual leak, and post measurements were within specification. Pass criteria was met and the physician decided to release the 24mm closure device. There was no shift in the device at the immediate time of release or in the views on the echocardiogram. The patient remained stated throughout the procedure. As the patient was preparing for discharge, the patient complaint of leg pain was unable to stand. A computed tomography scan was performed which revealed that the closure device had embolized to the aortic bifurcation and caused a blockage in the bilateral iliac arteries. The closure device was removed via surgical retrieval and the patient required bilateral fasciotomy.